Manufacturer narrative:
Complaint (B)(4). No samples were provided by the customer. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
This uc health site advised they have a significant increase covering edta redraws (for cbcs) due to clotted samples. Customer also stated they have noticed a dramatic increase in their biorad d-100 hemoglobin analyzers, for a1c, getting plugged up or completely blocked since the conversion. Customer has two d-100 analyzers, and one has been down weekly with a plug or clog. [Bio-rad] service and the hotline advised customer they believe the root cause of these issues are clotted samples.